Event description:
It was reported that during a procedure, a corner was missing from a trial spacer. The surgeon reported that the dilators were auto rotating which added extra time to the procedure. The surgeon mentioned that there was more radiolucency in the new dilators. Also, the surgeon reported that the stability arm was attached incorrectly to the retractor. The t-handle stuck to the oracle trials which caused time delay with the procedure. The time delay of the surgery is unknown. This report is for unknown stability arm.this is report number 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.